Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately by one week post implantation of an implantable pulse generator (ipg) system the patient developed an infection. The ipg system was explanted and used as an external pacemaker for the patient. The patient was also treated with antibiotics. The right atrial (ra) lead and right ventricular (rv) lead were sent for culturing. No further patient complications have been reported as a result of this event.